Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) has a battery status in middle of life 1 (mol 1). The physician is concerned that the battery is depleting earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains implanted, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.